Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured between august 19, 2020 to august 20, 2020. H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak testing was performed with no evidence of leak was observed from the two units. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates were leaking from the fill port. While filling the devices with unspecified antibiotic medication, it was observed that the medication would come out of the fill port when disconnecting the filling syringe. This issue was identified while filling the devices prior to patient use. There was no patient involvement. No additional information is available.